Event description:
During the attempted stenting of a lesion located in the left subclavian artery, the balloon of the stent delivery system (sds) ruptured during stent placement when inflated with an indeflator. The patient is a male (age unknown). The characteristics of the vessel are unknown. The physician approached the lesion from the left brachial artery. A guidewire was passed over the lesion, and a guiding catheter (britetip vertebral, 8fx90cm/cat and lot: unknown) was advanced as a support. The product (palmaz, p2907e) was advanced to the lesion, without difficulty.upon inflation of the balloon of the sds, the balloon ruptured at below 6 atmospheres. The balloon was carefully removed from the patient and another balloon was advanced to post-dilate the previously placed stent. However, the stent had slightly moved from its original position. Therefore, the physician decided to remove the stent using a snare device and the sheath introducer. The snare was advanced from the right femoral artery, and the stent was successfully removed out of patient. The physician then advanced the same balloon to the lesion for pre-dilation of the lesion. Another palmaz stent was successfully placed at the lesion and the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
During the attempted stenting of a lesion located in the left subclavian artery, the balloon of the stent delivery system (sds) ruptured while inflating the stent with an indeflator. The characteristics of the vessel are unknown. The physician approached the lesion from the left brachial artery. A guidewire was passed over the lesion, a guiding catheter was advanced as support and the product was advanced to the lesion, without difficulty. Upon inflation, the balloon ruptured below six atmospheres. The balloon was carefully removed from the patient and another balloon was advanced to post-dilate the previously placed stent. However, the stent had slightly moved from its original position. Therefore, the physician decided to remove the stent using a snare device and the sheath introducer. The snare was advanced from the right femoral artery and the stent was successfully removed from the pt. Another palmaz stent was successfully placed at the lesion and the procedure was completed. There was no reported patient injury. A clinically used 8f brite tip sheath introducer was returned for analysis together with the involved palmaz sds. The dislodged palmaz stent was returned inside the cannula of the sheath and was attached to a snare. The cannula was found ruptured from the tip to the position of the stent in the middle of the sheath. A part of the brite tip of the sheath was torn off and was also attached by the snare. The inner diameter of the sheath cannula was measured and found to be within specification. Examination performed on the sheath revealed no manufacturing related anomalies that might have caused the damaged condition of the cannula and brite tip. The damaged condition of the sheath is considered to be caused by withdrawing the dislodged stent back through the sheath with force. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The damaged condition of the sheath is considered to be procedure related. In this case, lesion/vessel characteristics and user handling/procedural factors may have contributed to the reported event. Please note this medwatch report represents the second of two products involved in this procedure and is related to mfg #9610978-2007-00025.